Event description:
It was reported that an intraocular lens (iol) was inserted and haptic was bent. The lens was cut out and discarded. The event was observed after insertion of lens into patient's left eye. Procedure was completed successfully using backup lens of same model and diopter. There was no patient injury and no medical/ surgical interventions were required. No further information available.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.